Manufacturer narrative:
Correction on initial report: b.3 & d.11

Event description:
It was reported from the nursey unit that while programming dextrose 10% 250 ml infusion at a rate of 110 ml/hr, it was noted that there was no limit alarm for the nurse. However, it was later noted on the ikp data that an alarm did alert the nurse and the nurse overrode it. Per user, the following guardrails programming limits for dextrose 10% infusion are: 2 ml/hr is the minimum soft limit, 40ml/hr is the maximum soft limit, and the maximum hard limit is 160ml/hr. There was no consequences or impact to the infant patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Infant patient. Admitting diagnosis: newborn.

Event description:
It was reported from the nurse unit that while programming dextrose 10% 250 ml infusion at a rate of 110 ml/hr, it was noted that there was no limit alarm for the nurse. However, it was later noted on the ikp data that an alarm did alert the nurse and the nurse overrode it. Per user, the following guardrails programming limits for dextrose 10% infusion are: 2 ml/hr is the minimum soft limit, 40ml/hr is the maximum soft limit, and the maximum hard limit is 160ml/hr. There was no consequences or impact to the infant patient.

Manufacturer narrative:
Additional information: d10, d11. The reported issue was not confirmed. The ¿as-received¿ inspection did not observe any issues of concern with the physical condition of the devices. The data received within an ikp report and the associated pcu event log indicated that an alert had occurred and was overridden by a user. On the date (B)(6) /2020, and time of 10:42:59pm a remote IV order was initiated to infuse fluid drugid=8 at the rate of 110ml/h and vtbi at 250ml. A soft guardrails alert was recorded to have occurred informing that the rate exceeded the minor max limit of 40ml/h with the clinician having selected yes to proceed as programmed. The infusion had alarmed for patient side occlusion immediately after starting. At 10:43:03pm the infusion was restarted. A root cause for why it was believed there was no limit alarm during programming dextrose 10% 250 ml infusion at a rate of 110 ml/h could not be identified; the supplied ikp data documentation and the associated pcu event log had recorded that a soft guardrail alert had been generated and was overridden by the user. A device malfunction is not believed to have occurred. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 13apr2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 23mar2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the nursey unit that while programming dextrose 10% 250 ml infusion at a rate of 110 ml/hr, it was noted that there was no limit alarm for the nurse. However, it was later noted on the ikp data that an alarm did alert the nurse and the nurse overrode it. Per user, the following guardrails programming limits for dextrose 10% infusion are: 2 ml/hr is the minimum soft limit, 40ml/hr is the maximum soft limit, and the maximum hard limit is 160ml/hr. There was no consequences or impact to the infant patient.